Event description:
It was reported that premature battery depletion was observed three weeks post implant. Device was explanted and replaced. Patient condition was good after the event.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory via review of battery measurement data. The cause of the premature battery depletion was excessive current drain. The cause of the excessive current drain was due to an anomaly in the rf module.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.